Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. It was also reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue and resumed insulin deliveries. There was no reported adverse impact to the customer's blood glucose level.